Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00702602900, item name: femoral head, lot #: 52211500, item number: 00902805000, item name: femoral revision stem, lot #: 51067300, item number: unknown, item name: unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03654, 0001822565 - 2018 - 03656. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 17 years post implantation due to unknown reasons. Attempts have been made and no additional information is available.

Manufacturer narrative:
Cmp-(B)(4). This report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed with no deviations identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.